Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative reported that there was a large amount of patient data on the computer. The representative reported removing fifty percent of patient data and running defragmentation on the hard drive of the viewing station of the imaging system computer. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site representative reported that, when starting up the imaging system, the viewing station of the imaging system had a blue error screen. Restarting the imaging system resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.